Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after the device was replaced the patient felt a lot of pain, swollen under her armpit nd tenderness. There were no additional adverse patient effects reported. The product was remains implanted.